Event description:
Pt with a history of previous mi, hypertension, high cholesterol, and diabetes, had two bare metal stents, a multilink tristar, 3.5 x23mm and a bx velocity, 3.5 x33mm in the mid-rca and a bx velocity, 3.5 x 18mm implanted in the distal rca. Four months later, angiography revealed that both stents had restenosed. A bms (s670: 3.0/30mm) was implanted in the mid-rca. A different bms (s670: 3.0/30mm) was implanted in the distal rca. Both stents were implanted inside of the previously implanted stents to treat the instent restenosis. Four months later, balloon angioplasty was conducted to treat another instent restenosis in the mid rca.ten months later, this pt was admitted to the hospital with a chief complaint of silent ischemia. Angiography revealed a 58% type c, isr of bms, diffused, concentric lesion in the mid right coronary artery. The vessel had restenosed repeatedly. The lesion was pre-dilated with a balloon (2.75/20mm) a cypher (3.0/23mm) was implanted in the distal portion of the lesion to 18atm for 31-60sec. A second cypher (3.0/28mm) was implanted proximal to and in overlapping fashion with the first, to 20atm for 31-60sec. Post dilation was conducted with a balloon (2.75/20mm). Residual stenosis was reported to be with a balloon (2.75/20mm). Residual stenosis was reported to be 7%. Eight months later, during a routine followup, angiography revealed a 79% restenosis within the cypher stents. The pt was asymptomatic. The pt was taken to the or for quintuple bypass grafting (CABG). Pt was discharged from the hospital in stable condition after 12 days. Physician's comments: wouldn't think that their event is related with cypher product because this pt repeatedly restenosed.